Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said therapy is turning off by itself. They used the patient programmer (pp) to check the ins two times and they saw that it was off both times. It can be noted that the patient wasn't seeing the low battery ins icon. During the call, the patient said their pp was beeping while in the box so they took it out, but it was still beeping; the patient said they haven't even touched it. The patient also noted that they had not used the pp for about a month and it was not beeping at that time. The pp was using the appropriate batteries and it had not been dropped nor had it been wet. Patient changed the batteries and the beeping stopped. They also noted that the pp changed the setting by itself. During the call, the patient used the pp to connect to the ins. While on the home screen, the pp was showing the patient was at 3.4v on program 4 and then it changed to program 4 at 2.2v. The patient said they had not hit the minus button and the number did not scroll down, but decreased from 3.4v to 2.2v. The patient said the stimulation on/off issue was not positional related; the patient wasn't even by the pp. During the call, button use was reviewed. It was also reviewed to sync to the ins first and then confirm system status. The patient used the pp and verified the lightning bolt was not in the upper left hand corner; stimulation is currently off and at 2.7v on program 4. As a result of what was reported, the patient was told to keep a journal of on/off incidents and go to the healthcare provider (hcp) for additional troubleshooting; they are meeting with their manufacture representative (rep) at the hcp's office on (B)(6) 2018. They will also check to see if stimulation is on or off when they don't feel stimulation. It can be noted that the stimulation issue happened 2 to 3 times. No further patient complications have been reported as a result of this event.